Event description:
It was reported by the customer that his insulin pump was alarming no delivery when he was attempting to prime and upon inquiring further, it was discovered that he had been hospitalized for low blood glucose levels. Customer stated he had gotten out of bed and fallen. Customer's spouse treated low blood glucose with apple juice and sugar until paramedics could arrive. Paramedics responded to customer's home and blood glucose level was 30 mg/dl. Customer declined troubleshooting device due to experience. Advised customer to discontinue use of device and revert to healthcare provider's instructions while replacement would be sent. Blood glucose level was 116 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.